Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer had not reported the symptoms and treated as needed. Customer's blood glucose level was 199 to 50 mg/dl. Customer declined to troubleshoot for low readings. Customer states having problems with pump and with software issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Unit received cracked retainer, minor scratched display window and scratched case.